Event description:
It was reported that during a generator change out it was noticed that the right ventricular (rv) lead had a nick or tear on the insulation. The physician thought it might be due to tight coiling. The lead was tested and all measurements were normal indicating to the physician that there was intact insulation currently. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688, implantable pacing lead, implanted: (B)(6) 2009; 507652, implantable pacing lead, implanted: (B)(6) 2009. (B)(4).